Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 left ventricular assist system, serial number (B)(4), cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(4), on (B)(6) 2019. No alarms, clinical symptoms, or device-related issues were reported in association with the event. Heartmate 3 left ventricular assist system, serial number (B)(4), was not returned for evaluation. Additional information, including product return requests, were requested from the account; however, nothing has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away in hospice.